Event description:
It was reported the irc5lx concentrator was creating a burning smell during use. The concentrator was immediately powered off. After the event, the concentrator could no longer be powered on again.